Event description:
It was reported that the edi catheter had been inserted in the pt for 7 days. When removed for replacement it was noticed that its bottom part had come off and had remained in the pt leaving the edi catheter's wires exposed. The edi catheter was functioning up to the time of removal. (B)(4). Ref MFR number: 8010042-2013-00090.